Event description:
It was reported that the customer was hospitalized a couple of months ago. Customer's blood glucose level was 48 mg/dl at the time. Customer was sick and running low. Customer was drinking juice but nothing happened. Customer was treated with a shot of glucagon. Customer was wearing the pump at the time of the emergency room visit. Customer is already on a different pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.